Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue. The suspect device has not been returned for evaluation. However, log file analysis tool has been utilized. Also, customer was asked for the date of event and responded it occurred second week of (B)(6) 2022. According to logs this unit was used on (B)(6) 2022. Oxygen sensor was depleted so alarm 221 was triggered on (B)(6) 2022 8:26:38 pm. Circuit system test was not performed before connecting to patient. Ventilation mode was changed to vc/ac at (B)(6) 2022 8:30:19 pm. Several plv and low-minute volume alarm visible on logs which could be also due to a user issue of not setting parameters or alarm levels properly. Exhalation valve disconnected alarm which means there might be some problem with the diaphragm of exhalation valve or the red tube was not connected properly. Issue was determined to be due to a user fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting low minute volume alarm and co2 level was too high. Furthermore, there was no patient associated with the reported event.